Event description:
It was reported that during a da vinci-assisted surgical procedure, the site was facing an issue with the right master tool manipulator (mtmr). An intuitive surgical (is) technical support engineer (tse) viewed the system event logs and noticed an error 23013 pointing to the right mtmr. The isi tse asked the surgeon to use the second console. The procedure continued as planned. There was no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the master tool manipulator (mtm) based on the error having occurred in the logs. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Log review identified error 23013. The mtm was analyzed and found to pass all tests on an in-house system. The complaint was confirmed based on the error logs.